Event description:
It was reported that the device had an error code 46510. The product fault occurred during testing. There was no customer damage reported and the device issue was not related to physical damage/abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. The device has not been serviced in the review period. The physical condition of device showed missing battery door, scratched lcd lens and worn downstream occlusion (dso) seal. The primary problem of error code 46510 was duplicated; user interface error irq abort. The reported cause was board malfunction. Replaced printed wire assembly (pwa) board to fix reported problem and bring pump into full functionality. Device passed all functional tests after repair.